Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that e224 (image loss) occurred because communication failure occurred due to short circuit or corrosion in the circuit caused by water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not strike the camera head. The camera head may be damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed an e224-scope communication error and did not work. This occurred during preparation for a procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the endoscopic image could not be displayed due to deterioration of the cable unit. Additionally, it was found that the switches could not be pressed down smoothly due to a water leak in the button. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.